Manufacturer narrative:
Concomitant medical products: product ID 977a275, lot# 0210194359, implanted: (B)(6) 2016, product type: lead. Product ID 977a275, lot# 0210194347, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) that there were several problems with high intraoperative impedances. All measurements were over 10,000ohms at implant, and could not stimulate in the operating room. The patient did not feel paresthesia with 10.5v. With trying another lead, the patient got paresthesia with 8v, but the impedances remained too high (around 3,000-4,000 ohms). After a week post implant, the impedances were decreasing. This event was additionally reported as the main problem with both leads was the impedance were really high, over 6,000 ohms. In addition, it was not possible to test intra-operatory because not enough energy was delivered to cross this high impedance. However, this impedance was fading out to normal impedance after two hours post-implant. The first lead was changed for the other, but the result was the same, impedances very high. Afterall, the snaplid355531 was also changed, to rule other issues out. After 15 days of implant, it was observed that impedances were quite normal (range between 1000 and 1300). External factors that may have contributed to the event were, it was suspected about or, table, or patient. No diagnostics or troubleshooting was performed. No test was done in order to check if the leads were placed in the right place. The issue was resolved at the time of this report. No surgical intervention occurred nor was planned. The patient was alive with no injury.